Event description:
This unsolicited case from united states was received on 16-jan-2018 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after few hours was a little red, couldn't sleep at night due to the pain, knee was warm to the touch, swollen and had a bad reaction bad pain in knee very extreme/severe pain. Also device malfunction was identified for the reported lot number. Medical history included arthritis in her knees and had specifically no surgeries on her knees. No past drug, concomitant medication and concurrent condition was provided. On an unknown date in 2017, patient received treatment with intra- articular synvisc one injection, 1 df, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for knee osteoarthritis. Patient thought that she received a numbing shot prior to the injection. Patient felt symptoms the afternoon of her injection. On an unknown date in 2017, few hours after the injection, patient experienced severe pain, knee was warm to the touch, swollen, and a little red. Severe pain continued for the first and second night after the injection but gradually got better throughout the first week after the injection. On an unknown date in 2017, few hours after the injection, patient could not sleep at night due to the pain. It was reported that after a week she was back to normal. Patient confirmed there was no physical activity done after the injection. The only treatment she did was ice her knee and had not even called her doctor. Also reported that the patient would not do the injection again and would follow up with her doctor regarding what should be done next. Corrective treatment: ice for a little red, knee was warm to the touch, swollen and bad reaction bad pain in knee very extreme/severe pain; not reported for couldn't sleep at night due to the pain outcome: recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for all events pharmacovigilance comment: sanofi company comment dated 19-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced localized erythema, and difficulty sleeping. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.